Manufacturer narrative:
The product investigation could not identify a root cause. The returned questionnaire indicates the surgeon is not blaming the iol: ¿possibly due to result from the lens, we over estimated power of exchange¿. ¿patient is currently happy with vision.¿ there is no indication on the returned questionnaire that the lens was explanted. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in the select cartridges. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an unexpected myopic outcome after intraocular lens (iol) implant. Additional information received reports the lens was exchanged.